Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: during use of cinchlock ss anchor cat02462, lot 18059ae2, pull wire remained attached to anchor after lever was depressed. No breakage of the pull wire occurred. Manual deployment of anchor and release of pull wire was completed by grasping wire and pulling. Anchor was determined to be properly set with no unintended wire fragment remaining in the patient. Per sales rep, screw/nut/washer was attached when internal contents of handle were inspected, although retaining nuts were noted as loose due to no pull wire segment retained within handle. The failure(s) identified in the investigation is consistent with the complaint record. The root cause was a material issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.